Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119446.

Event description:
Voluntary medwatch received states that the right ventricular lead exhibited loss of capture. Further information was not available.